Event description:
Spontaneous inbound call from the pt to report that cadd legacy pump sn (B)(4) is not working properly. She stated she got stuck in the rain over the weekend and her pump is not working properly. The screen reads "motor locked", she is using her other pump right now. She was able to switch pumps without issue, no side effects reported, and no lapse in therapy. We are sending her a replacement pump to arrive tomorrow morning and she will send back the malfunctioning pump. Is the actual device available for investigation? Yes; did we (MFR) replace device? Yes. Did the pt have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Reported to (B)(6) by pt/caregiver.